Event description:
We have been notified by parker hannifan (porter) verbally during a customer visit of the following facts. Approximately 3 months ago in a hospital, an oxygen pressure regulator allegedly failed, which then resulted in an oxygen fire. The oxygen pressure regulator is a component of the manifold assembled by parker hannifan (porter) in 2013. Prior to the incident, the manifold was reported to have low flow, and then the manifold was taken out of service. The technician working on the manifold noted that the regulators were making a clicking noise. The technician then turned off the oxygen and turned it back on. At that point, the oxygen pressure regulator caught fire. The technician's arm was allegedly injured from the fire, although we do not know the nature of the injury.